Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 white reload was analyzed and found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. Additional observation not reported by site that is related to the primary failure: the reload was found to have blade damage. The blade edge had mechanic indentation damage. The top part of the blade was broken off. The broken piece was not returned with the reload. The sureform 60 white stapler instrument was analyzed and found to have a firing failure based on log review. The probable root cause is not determinable/applicable. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument was used for a surgical task and the blade would not disengage. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.